Manufacturer narrative:
A manufacturing evaluation was conducted. No lot numbers were provided. This screw is whole and intact. The profile of the head, type of thread, and thread profile suggest that this is a member of the 214.8xx family of screws. If so, its length of 30mm would make this a 214.830. The head is laser etched. The part was made prior to 10/12/2011. The hex has sustained light to moderate damage at the top of the drive. The top of the head is in good condition with only minor marks consistent with normal use. The junction of the band and bottom of the head has a small, localized worn area. The threads, tip, and flutes are in good condition. The pertinent dimensions that were checked are within specifications. Because no lot number was provided no conclusion can be determined from a manufacturing standpoint.

Event description:
A pt was implanted with a lc-dcp plate and 4.5mm cortex screws for a right humeral fracture on (B)(6) 2012. Post implant, the pt complained of pain and x-rays taken on an unk date revealed non-union and two broken screws. The pt was returned to the operating room on (B)(6) 2012 for hardware removal and revision to a narrow 9-hole plate with new screws and dbx bone putty. The shafts of the two broken screws were left in the pt. This report is number 7 of 9 for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. No x-rays were provided, but the construct was on a humerus. The type of fracture was not disclosed. The construct had all holes filled - 8 screws, 8 hole plate - and the plate was a broad plate. The plate construct - broad plate, all holes filled - may have been too stiff for the nature of the fracture which could have lead to the non-union.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the eval process. No conclusion can be drawn.